Event description:
Immediately following initiation of dialysis treatment, pt displayed the following symptoms: unusual taste, flushing, diaphoresis, headache, rapid heart rate and shortness of breath. Symptoms abated with discontinuation of treatment and administration of benadryl.